Manufacturer narrative:
The reported event of could not tighten the lv-setscrew on the lead and then could not remove the lead was confirmed. Analysis revealed the lv-setscrew had excessive septum punch-outs in the inset of the setscrew. The excessive punch-outs came from numerous incorrect wrench insertions through the septum by the user of the wrench. The excessive punch-outs prevented the torque wrench from inserting into the setscrew inset far enough to engage the setscrew to tighten it to the point of the wrench clicking. The septum punch-outs then prevented the wrench from engaging the setscrew to untighten it to remove the lead. Testing showed that with the punch-outs removed from the setscrew inset the setscrew could be tightened fully and untightened normally. The cause of the reported event was due to the user¿s incorrect use of the torque wrench causing the excessive septum punch-outs.

Event description:
Related manufacturer reference number:2017865-2022-47966 it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the wrench was unable to tighten the set screw and left ventricle (lv) lead in the pacemaker header. Upon attempting to remove the lv lead from the header, the lead connector pin was broken in the pacemaker header. The pacemaker and lv lead was not used. The physician continued with the second pacemaker and lv lead and completed the procedure. The patient was in stable condition.